Event description:
It was reported that approximately three months after an abdominal sacralcolpopexy and upon re-examination of the pt, the doctor found a portion of the tissue visible in the vagina. The doctor used clamp and went in and clipped the exposed tissue. He then placed a vaginal pack to promote healing. Pt still had great support from the scar tissue in-growth. There was no recurrence of prolapse and no infection.